Event description:
It was reported that the device was explanted after an implant duration of 0.1 months due to mitral insufficiency. Per the customer experience report "mitral valve showing 2 leaflets out of 3 slightly retracted with a fold close to the strut, leading to a mitral insufficiency - change of valve required (3 days after implant) due to mitral insufficiency grade 3+." No additional information was provided.

Manufacturer narrative:
Device evaluation: characteristic markings on the valve indicate a suture was looped around commissure 2. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 2. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 2 commissure, thus leading to a gap at the coaptation region. No visible inconsistencies were noted in the x-ray. Customer letter sent with evaluation and DHR review results.

Manufacturer narrative:
Device is to be returned. The device history record (DHR) review is in process. This was determined to be reportable per edwards lifesciences procedures. Requested the tee, and operative report, if available. Customer will be informed of our evaluation findings upon completion of our investigation. No additional information is available at this time.device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.